Event description:
The customer called to report that she received a communication alarm while sleeping. The pod and pdm had been communicating previously, but the pdm was out of range when pod alarmed. In addition to the alarm, the customer reported experiencing high bg levels (268-280mg/dl). No kink or blood was noted in the cannula. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels, and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.